Event description:
Pt was receiving an antibiotic injection in his left dorsal gluteus. When the rn finished the injection and took the syringe away, the needle was no longer on the hub of the syringe and not visible on/in the pt. X-ray confirmed the needle was imbedded in his left buttock. He was transferred to the emergency room and was hospitalized for further eval. Item is still lodged in muscle tissue and surgeon is monitoring. Pt returned home in 2007.